Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00014 on 09-jan-2024. Additional information on (19-jan-2024): siemens review of the instrument data showed the accepted calibration was good. Siemens concluded that the sample integrity and preanalytical sample handling issues potentially contributed to the event. The investigation findings and investigation conclusions code of section h6 were updated to reflect the additional information. Corrected information on (19-jan-2024): the initial report indicated the initial result as <5.0 mg/dl and did not include any subsequent testing results. Siemens reviewed the instrument data and identified that the initial result recovered as 3.54 mg/dl. Further, siemens identified that the sample was repeated on the original instrument and the repeat result recovered as 3.53 mg/dl. The instrument was performing within specifications. No further evaluation of this device is required.

Event description:
Two calcium (ca) results of <5.0 mg/dl were obtained on a patient sample on a dimension vista 1500 instrument. The results were not reported to the physician(s). The customer canceled the test and requested a sample redraw; however, the customer did not provide any subsequent testing results. The correct result for this patient is unknown. There are no known reports of patient intervention or adverse health consequences due to the ca results.

Event description:
A calcium (ca) result of <5.0 mg/dl was obtained on a patient sample on a dimension vista 1500 instrument. The result was not reported to the physician(s). The customer canceled the test and requested a sample redraw; however, the customer did not provide any subsequent testing results. The correct result for this patient is unknown. There are no known reports of patient intervention or adverse health consequences due to the ca result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality control (qc) was within range on the day of the event. Siemens remotely assisted the customer and observed process errors, which included bad sample detect by the aliquot probe. The customer ran a precision study for ca, which recovered acceptably and demonstrated that the assay and instrument were performing as expected. The cause of the event is unknown. This report is being filed conservatively as the correct result for this patient is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.